Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter sometimes powers on automatically and sometimes powers off automatically by inserting a strip. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.